Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. During preparation, a 2.75mm x 12mm nc emerge balloon catheter was selected for use. However, while the balloon was loading into the wire, the shaft break outside the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. During preparation, a 2.75mm x 12mm nc emerge balloon catheter was selected for use. However, while the balloon was loading into the wire, the shaft break outside the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation 55.2cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and there was blood in the guidewire lumen. The balloon was tightly folded.